Event description:
It was reported that during routine inspection, it was observed that the attachment device was not working. During in-house engineering evaluation, it was observed that the device failed for vibration and temperature at the elbow and base. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed for vibration and temperature at the elbow and base. Therefore, the reported conditions were confirmed. It was determined that this is most likely due to excessive side loading, which caused the bearings to go wear out. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.